Event description:
The company was informed that the pt experienced dizziness and tinnitus after an unrelated surgery. The pt electively discontinued use of the implant for several months following the surgery; however, this did not resolve the issue. The pt is now dealing with other health issues and needs to have an MRI. Device explant surgery will be scheduled if MRI is needed.